Manufacturer narrative:
Evaluation results: cva stroke.

Event description:
Two endeavor rx drug-eluting stents were implanted (overlapping) in the proximal rca (MFR report# 2953200-2009-00292). Patient was asymptomatic/free of symptoms at 30 day follow up. An ischemic stroke is reported to have occurred approximately 1 month following index procedure. It is reported that the stroke lead to disability. Investigator indicated that the event was related to the study stent.